Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro plastic jaw boot cover was defective out of box. No further clarification was available at the time the report was provided. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. During the same procedure, one short port btt balloon broke, popped. It was a clean burst and there was no product retrieval required. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. Maquet received the hemopro device on 07/21/2009 and the initial visual inspection found that the cold jaw boot insulation did not form a completely assembly and the missing piece was not returned. This is an MDR reportable event. This report is for the second device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).